Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the chipped adhesive around the objective lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a chipped adhesive around the objective lens. There was no patient involvement.